Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted and therefore not available for return and investigation by the manufacturer. However, the pusher wire of the web system has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: a web sl, 6x2 device was prepared by an experienced user. The web was advanced into a microcatheter. The web was opened in a basilar aneurysm. This web did not detach the first time when the detachment cycle was run on the detachment controller. The physician dried the end of the web pusher wire and seated the pusher wire at a 90 degree rotation of the detachment controller and repeated the detachment cycle using the detachment controller once more. The microcatheter was tracked forward over the web pusher wire to massage the proximal web marker and detachment zone. The microcatheter was not easily tracked distally over the pusher wire to assist with mechanical detachment and resistance was felt between pusher and the microcatheter. The web detached in the desired anatomical location embolizing the basilar aneurysm. Patient is alive and was not affected by this device complaint.

Event description:
As reported: a web sl, 6x2 device was prepared by an experienced user. The web was advanced into a microcatheter. The web was opened in a basilar aneurysm. This web did not detach the first time when the detachment cycle was run on the detachment controller. The physician dried the end of the web pusher wire and seated the pusher wire at a 90 degree rotation of the detachment controller and repeated the detachment cycle using the detachment controller once more. The microcatheter was tracked forward over the web pusher wire to massage the proximal web marker and detachment zone. The microcatheter was not easily tracked distally over the pusher wire to assist with mechanical detachment and resistance was felt between pusher and the microcatheter. The web detached in the desired anatomical location embolizing the basilar aneurysm. Patient is alive and was not affected by this device complaint.

Manufacturer narrative:
Corrected model and UDI number in section d and "labeled for single use?" In section h. Items returned for evaluation: delivery system (pusher), microcatheter, 1x wdc-2. Items not returned for evaluation: web implant, introducer, dispenser hoop. The visual analysis of the returned items found the implant to be separated from delivery system, and the proximal connector kinked at the lead wire joints. The web implant was not returned for evaluation. No damage or kink was observed on the returned microcatheter. Tested the returned device with the returned controller and an in-house controller and gave red lights. The delivery system resistance was measured and found to be out of specification due to the connector damage. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, and the heater coil was found to be stretched which is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The heater coil did show signs of controller activation as indicated by the melted tether and pet. The heater coil winding damage likely also contributed to the failed continuity and resistance testing. The returned controller was evaluated and found to be functioning as normal (see controller evaluation below). Controller investigation: the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. The wdc-2 board voltage and duration was found to be within specification. The investigation of the returned web system found the implant separated from the delivery system, the proximal connector kinked at the lead wire joints, and the heater coil windings stretched. The implant was not returned for evaluation as it was detached in the desired anatomical location as described in the reported event. The device failed continuity and resistance testing due to the damaged proximal connector and heater coil windings. However, the heater coil pte and tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the proximal connector and heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the proximal connector damage, but the damage is consistent with the device experiencing forces over specification. The returned detachment controller was found to function as intended and would not have caused or contributed to the reported event.